Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy, the aquabeam handpiece scope carriage was not functioning properly, and the aquabeam robotic system repeatedly reverted to the session ID screen, preventing further progress. The procedure was ultimately completed after troubleshooting, which involved disconnecting and reconnecting the aquabeam motorpack and aquabeam handpiece and performing a hard restart on the aquabeam cpu and aquabeam console. The reported event caused a surgical delay of over 60 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Aquabeam handpiece, hp2000-c/ lot number 24c05166 was returned to the manufacturer for evaluation. Visual inspection confirmed a bend in the handpiece aspiration tube towards the telescoping tube and scope tip. The customer reported event about scope carriage not functioning properly was confirmed through functional testing. The handpiece scope tip was attempted to be translated forward and back. However, upon translation towards the distal end of the handpiece, resistance was encountered as the scope tip interacted with the bent portion of the aspiration tube. The inability to smoothly translate the telescoping tube would result in difficulty translating a connected scope and scope carriage, which confirms the reported event. The cause of this bend in the aspiration tube could not be determined based on the information obtained. Log files were reviewed for the corresponding procedure and the reported issue of the aquabeam robotic system repeatedly reverted to the session ID screen, preventing further progress could not be confirmed within the logs. A review of the device history record (DHR) for aquabeam robotic system ab2000/serial number (B)(6) and aquabeam handpiece hp2000/lot number 24c05166 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's user manual um0101, rev. F was reviewed which states the following about the scope carriage: with the proximal key fully retracted, align the scope carriage over the proximal key adapter. Attach to the aquabeam handpiece by pushing the scope carriage forward to engage with the carriage track. Retract the scope carriage to the proximal end to remove the aquabeam scope from the aquabeam handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.